Event description:
The manufacturer's representative reported that the patient felt a shocking sensation while walking through a theft detector at lowe's and that the patient felt no stimulation from his interstim device after this event. The patient went to see his physician and found that the device had turned off. No serious injury to the patient was reported.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.